Event description:
It was reported that the red tagged "alaris syringe pump will not stay connected to brain electrically". Sandwiched syringe pump to pc unit and channel. Syringe pump turned on w/o any problem. Performed unit verification according to the pm procedure. All tests passed. Unable to duplicate any issue with syringe pump. Returned unit back to service. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had red tagged 'alaris syringe pump will not stay connected to brain electrically' was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the red tagged "alaris syringe pump will not stay connected to brain electrically". Sandwiched syringe pump to pc unit and channel. Syringe pump turned on w/o any problem. Performed unit verification according to the pm procedure. All tests passed. Unable to duplicate any issue with syringe pump. Returned unit back to service. There was no patient involvement.